Manufacturer narrative:
(B)(4). The analysis results showed that the ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence believe the complication was the result of deck deflection. The complication was the result of the tissue was beyond the ecr60t staple cartridges gap specification and the ple60a devices ability to bring the captured tissue into thickness compliance.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the first firing of a black cartridge with no seam guard the device was fired about 4cm from the pyloric antrim. The rep confirmed there was no tube/bougee in the patient¿s stomach. The surgeon fired about a third of the way and stopped for compression. Everything looked and sounded fine. Then after the pause in firing the surgeon pressed the button again and that¿s when we noticed the staple legs passing the anvil on the patient side. You can see about 4 pairs of staple legs. They were sticking straight up, not ¿b¿ shape. He then completed the firing sequence. Pictures are attached of that staple line after firing. At the end of the procedure, the surgeon over sewed that firing. The next firing was green with seam guard and staple line looked ok. From there the remaining firings of green and gold all looked great. There were a total of seven firings; one black, four green and two gold with a pse60l stapler. The device was discarded, the black cartridge will be returned for analysis. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis results showed that the ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. No incident related to the reported event was observed during the batch record review.